Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2006, the customer reported to bsc that during a hemostasis procedure (patient gender & age is unknown), the resolution clip would not release from the catheter during deployment. In accordance with bsc's directions for use, the catheter was cut with a wire cutting device, allowing the clip to be released. There was no additional trauma to the bleed site. The procedure was successfully completed with a second resolution clip device. The patient did not sustain any complications or ill effects as a result of this issue.